Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that a screw snapped at thread/shaft junction while going into the plate. The consultant thought the angle of placement could have contributed to the issue. Prior to snapping, the screw had achieved fixation. The remainder of the screw was left in the bone. The surgeon placed another screw in an adjacent hole. This is report 1 of 1 for complaint (B)(4).